Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 176 mg/dl. In addition, it was reported that air bubbles were observed within the infusion set tubing. Customer loaded a new cartridge and subsequently, no insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to manual injections for insulin therapy.